Event description:
It was reported that there was a possible incident of tampering involving an infusion of fentanyl 10mcg/ml, in a 100ml bag. "The patient¿s nurse reported that there was 10mls missing from the bag when she came back from lunch on (B)(6) 2021. The camera in the hall shows another nurse entering the room, then leaving a couple minutes later. This was between 15:00 and 15:30. We wanted to know if the pump was altered during this time?" The intended programing was "new bag started at 14:58, after priming the IV tubing the starting volume in the bag was 85mls, and the pump was programed to run at 12.5ml/hr." There was no medical intervention required and no patient harm.

Manufacturer narrative:
Sample inspection: pump module (B)(6) was received with instrument seal missing. The right (male) iui was observed with corrosion, damaged isolation ribs, and dry fluid residue. The left (female) iui was observed with corrosion. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. All parts inspected are manufactured by bd. The source pump module was disassembled for an internal inspection. During the inspection there were no irregularities observed. Bezel date code, 06/19 (june 2019) log analysis results: the pcu error log showed no errors or malfunctions on the reported incident date. The pcu event log recorded an initial infusion of fentanyl 1000mcg/100ml ((B)(4)) was programmed on (B)(6) 2021 at 8:26 am. The logs recorded dose changes were made at 8:27 am (dose 200mcg/hr, rate 20ml/hr), 10:21 am (dose 175mcg/hr, rate 17.5ml/hr) and 11:06 am (dose 125mcg/hr, rate 12.5ml/hr). The infusion completes at 2:21 pm and the pump transitions to keep vein open (kvo) state. The calculated volume infused is 90.003ml. The log records the pump is in kvo until 2:52 pm, when the pump alarms for ¿door open¿ which is followed by a ¿flow stop open/safety clamp open¿ alarm. At 2:52 pm, the logs record the source pump module ¿door closed¿. The source pump module is then selected, the user selects vtbi and enters 85ml. The rate remains the same at 12.5ml.hr. At 3:15 pm, the source pump module is selected. The user selects vtbi and enters 70ml. At 3:49 pm, the user selects the source pump module. The user selects dose and enters 100mcg/hr. The system adjusts the infusion rate to 10ml/hr. At 5:33 pm, the source pump module is selected. The user selects dose and enters a dose of 150mcg/hr. The system adjusts the rate to 15ml/hr. At 7:14 pm, the source pump module is paused by the user. The pump then alarms for ¿flow stop open/safety clamp open¿ which is followed by a ¿door open¿ alarm and a ¿check IV set¿ alarm. The pump module is then channeled off. The calculated volume infuse is 144.296ml test results: infusion testing which included user¿s programming steps replicated on the source pump module and pcu found no obvious programming errors. During the infusion there were no irregularities. Asm preventive maintenance performed on the returned pcu found no irregularities. Asm preventive maintenance performed on the returned pump module found no irregularities. Timed rate accuracy test was performed on the source pump module. Testing found the device delivering IV fluids in specifications. The incident administration set was not returned; therefore, could not be tested. Test methods: 1503-001-006-r (01) timed rate accuracy test method - dir 10000360036 device history review: a review of the device history record showed the source pump module had a manufacture date of 10jun2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the source pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the reported complaint of tampering involving an infusion of the medication fentanyl 10mcg/100ml was not definitively determined; however, after the initial infusion of fentanyl ((B)(4)) completed and transitioned to kvo, additional volume was added to the infusion (85ml). Approximately 22 minutes later (3:15 pm) the pump is selected and the vtbi is reduced to 70ml. It could not be determined from the logs if the reduction in the vtbi was the result of tampering. It should also be noted that the drug parameters programmed were for 1000mcg/100ml and not the reported 10mcg/100ml. The customer¿s report of infusion tampering could not be definitively confirmed. The review of the pcu error log found no errors or malfunctions. Further examination of the pcu event log, found the source pump module is programmed to infuse fentanyl 1000mcg/100ml ((B)(4)) and not the reported 10mcg/100ml. The infusion completes and the pump transitions to kvo. The pump is selected, and additional volume is added to the infusion, 85ml (2:52 pm). Approximately 22 minutes later (3:15 pm), the source device is selected, and a change is made to the vtbi, the user enters 70ml. The infusion completes at 7:14 pm, the device is paused followed by a ¿flow stop open/safety clamp open/, ¿door opened¿, ¿check IV set¿ alarms and is then channeled off. Asm preventive maintenance performed on the source pcu completed with no errors or malfunctions. Asm preventive maintenance performed on the source pump module completed with no errors or malfunctions. Timed rate accuracy test was performed on the source pump module, the results indicate the device is delivering fluids in specification. The incident administration set was not returned; therefore, could not be tested. The returned pcu and pump module were being used for treatment.

Event description:
It was reported that there was a possible incident of tampering involving an infusion of fentanyl 10mcg/ml, in a 100ml bag. "The patient¿s nurse reported that there was 10mls missing from the bag when she came back from lunch on 3feb2021. The camera in the hall shows another nurse entering the room, then leaving a couple minutes later. This was between 15:00 and 15:30. We wanted to know if the pump was altered during this time?" The intended programing was "new bag started at 14:58, after priming the IV tubing the starting volume in the bag was 85mls, and the pump was programed to run at 12.5ml/hr." There was no medical intervention required and no patient harm.

Manufacturer narrative:
Sample inspection: pump module (B)(6) was received with instrument seal missing. The right (male) iui was observed with corrosion, damaged isolation ribs, and dry fluid residue. The left (female) iui was observed with corrosion. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. All parts inspected are manufactured by bd. The source pump module was disassembled for an internal inspection. During the inspection there were no irregularities observed. Bezel date code, 06/19 (june 2019). Log analysis results: the pcu error log showed no errors or malfunctions on the reported incident date. The pcu event log recorded an initial infusion of fentanyl 1000mcg/100ml (drug ID 184) was programmed on 03feb2021 at 8:26 am. The logs recorded dose changes were made at 8:27 am (dose 200mcg/hr, rate 20ml/hr), 10:21 am (dose 175mcg/hr, rate 17.5ml/hr) and 11:06 am (dose 125mcg/hr, rate 12.5ml/hr). The infusion completes at 2:21 pm and the pump transitions to keep vein open (kvo) state. The calculated volume infused is 90.003ml. The log records the pump is in kvo until 2:52 pm, when the pump alarms for ¿door open¿ which is followed by a ¿flow stop open/safety clamp open¿ alarm. At 2:52 pm, the logs record the source pump module ¿door closed¿. The source pump module is then selected, the user selects vtbi and enters 85ml. The rate remains the same at 12.5ml.hr. At 3:15 pm, the source pump module is selected. The user selects vtbi and enters 70ml. At 3:49 pm, the user selects the source pump module. The user selects dose and enters 100mcg/hr. The system adjusts the infusion rate to 10ml/hr. At 5:33 pm, the source pump module is selected. The user selects dose and enters a dose of 150mcg/hr. The system adjusts the rate to 15ml/hr. At 7:14 pm, the source pump module is paused by the user. The pump then alarms for ¿flow stop open/safety clamp open¿ which is followed by a ¿door open¿ alarm and a ¿check IV set¿ alarm. The pump module is then channeled off. The calculated volume infuse is 144.296ml test results: infusion testing which included user¿s programming steps replicated on the source pump module and pcu found no obvious programming errors. During the infusion there were no irregularities. Asm preventive maintenance performed on the returned pcu found no irregularities. Asm preventive maintenance performed on the returned pump module found no irregularities. Timed rate accuracy test was performed on the source pump module. Testing found the device delivering IV fluids in specifications. The incident administration set was not returned; therefore, could not be tested. Test methods: 1503-001-006-r (01) timed rate accuracy test method - dir 10000360036 device history review: a review of the device history record showed the source pump module had a manufacture date of 10jun2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source pump module s/n (b)96) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the source pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the reported complaint of tampering involving an infusion of the medication fentanyl 10mcg/100ml was not definitively determined; however, after the initial infusion of fentanyl (drug ID 184) completed and transitioned to kvo, additional volume was added to the infusion (85ml). Approximately 22 minutes later (3:15 pm) the pump is selected and the vtbi is reduced to 70ml. It could not be determined from the logs if the reduction in the vtbi was the result of tampering. It should also be noted that the drug parameters programmed were for 1000mcg/100ml and not the reported 10mcg/100ml. The customer¿s report of infusion tampering could not be definitively confirmed. The review of the pcu error log found no errors or malfunctions. Further examination of the pcu event log, found the source pump module is programmed to infuse fentanyl 1000mcg/100ml (drug ID 184) and not the reported 10mcg/100ml. The infusion completes and the pump transitions to kvo. The pump is selected, and additional volume is added to the infusion, 85ml (2:52 pm). Approximately 22 minutes later (3:15 pm), the source device is selected, and a change is made to the vtbi, the user enters 70ml. The infusion completes at 7:14 pm, the device is paused followed by a ¿flow stop open/safety clamp open/, ¿door opened¿, ¿check IV set¿ alarms and is then channeled off. Asm preventive maintenance performed on the source pcu completed with no errors or malfunctions. Asm preventive maintenance performed on the source pump module completed with no errors or malfunctions. Timed rate accuracy test was performed on the source pump module, the results indicate the device is delivering fluids in specification. The incident administration set was not returned; therefore, could not be tested. The returned pcu and pump module were being used for treatment.

Manufacturer narrative:
Continued from a1-mc, a follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was a possible incident of tampering involving an infusion of fentanyl 10mcg/ml, in a 100ml bag. "The patient¿s nurse reported that there was 10mls missing from the bag when she came back from lunch on (B)(6) 2021. The camera in the hall shows another nurse entering the room, then leaving a couple minutes later. This was between 15:00 and 15:30. We wanted to know if the pump was altered during this time?" The intended programing was "new bag started at 14:58, after priming the IV tubing the starting volume in the bag was 85mls, and the pump was programed to run at 12.5ml/hr." There was no medical intervention required and no patient harm.